Event description:
During the course of a facial reconstructive surgery, a spark or other malfunction discharged from the surgical electrical cautery and ignited the oxygen, which was in use to assist the pt's breathing via a nasal cannula, severely burning the pt. The pt sustained severe facial, nasal, and sinus burns.